Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the touchscreen froze" (no display or display failure). The facility biomedical engineer reported the touchscreen froze. Additional info received stated the event did occur during surgery. The system was rebooted and the case was completed. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).